Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported false upstream occlusion alarms, during warm up, which were not reproduced. The false messages were found to be caused by low ultrasonic readings which would make the pump more sensitive to air-in-line and upstream occlusion alarms. The failed upstream sensor was calibrated.